Event description:
It was reported the customer did not eat the correct amount of food for the bolus that was delivered. Subsequently, the customer's blood glucose decreased to 41-42 mg/dl which was addressed with the customer consuming carbohydrates.